Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the reason for explant was that the patient had a surgery for the targeted pain area and scs was no longer needed. It was also reported that the patient wanted the device removed because the stimulator was moving and flipped around in the pocket and there was a knot underneath it. The explant was cancelled due to non-device related reasons. There will be no further course of action.